Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported ¿rise in power consumption¿ event was confirmed through log file analysis, which revealed an increase in power consumption beginning on (B)(6) 2018 to parameters above the normal operating range. No alarms during that time could be confirmed since the alarm log file covering the event date was not available for review. Of note, intravenous (IV) thrombolytic therapy was initiated. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient is deceased from cardiogenic shock secondary to left vad pump thrombosis.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 1103 vad, implanted: (B)(6) 2014; 407658 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was hospitalized for pump thrombosis secondary to laboratory confirmed hemolysis. It was noted the ventricular assist device (vad) had a rise in power consumption 6 days before the pump thrombosis. Intravenous (IV) thrombolytic therapy was initiated. The pump remains in use. No further patient complications have been reported as a result of this event.